Event description:
The manufacturer received information alleging a ventilator's oxygen sensor was not functioning. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's oxygen sensor cable was replaced and calibrated the oxygen sensor to address the issue.